Event description:
Vena cava filter failed to open when deployed. Radiologist able to open filter using snare. Snare became entangled in filter unable to remove pt to or for removal. Radiologist reports 2 similar incidents in week prior to this.